Event description:
(B)(4).

Manufacturer narrative:
Our field service engineer (fse) was dispatched to the site as requested to verify function of ventilator and to collect the device logs. The fse found no problem with the ventilator and no parts were replaced. The device logs were downloaded and have been received for evaluation. Further info surrounding the incident has been sought. A supplemental report will be sent when the investigation is finished. (B)(4).